Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a bolus cancelled notification became frozen on the pump screen and the customer was unable to clear it. During troubleshooting with tandem technical support, reportedly the customer was able to clear the notification. Customer's blood glucose level was 315 mg/dl.